Event description:
Small pinhole leak in huber needle tubing. Requires patient to be stuck again and possibly need to have activase instilled due to port clotting secondary to leak, delaying treatment in newly diagnosed cancer patient. Also putting patient at risk for infection. They were leaking from the branch off the leur lock site that is inserted at the flush end, additionally they are 1 1/2inch needle which is too short for most of our pt (patient). With the needle off the pt and a flush attached it was only leaking at the leur lock/flush end and not at the end with the cap.